Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-08097. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and delamination. Photo evaluation: visual analysis of the photographs identified: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation and delamination: observed an opening through microscopic inspection assessed as cracked valve seat diaphragm valve and delamination of diaphragm valve through visual inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later patient reported "deflation". Later another healthcare professional reported "leak". This record is for the left side. Device has been explanted and replaced with a non-abbvie device. Implant has been returned to manufacturer.